Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms. Boston scientific technical services discussed options with the health care professional (hcp). The lead remains in service. No adverse patient effects were reported.